Event description:
The account's maintenances stated that the intellidrive will drive backwards when he tries to go forward.

Manufacturer narrative:
The account's maintenance isolated the issue to the left intellidrive handle switch sticking. He replaced the intellidrive handle switch to repair the bed.